Event description:
A customer reported during an anterior vitrectomy the machine settings went wrong and the screens were unresponsive. It was reported that the settings keep diverting back to default and not staying on the consultants selected ones. There was no patient harm reported. Additional information has been requested, but has not been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).